Event description:
Tubing came out of plunger at top of both bottles & could not get suction to work for 1 of them. 507510 lot #0001357529. Patient was able to save 1 but other was not usable. 07jan2021: per customer response: was disconnection noticed before, during, or after use? Before use if during, confirm disconnection did not cause patient harm or discomfort n/a if customer still has item to return, please provide contact information/facility address as to where to send return label. (B)(4). Verified, the issue was discovered before use and they attempted to use bottles which did not have any vacuum. Polc.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the drainage line is observed to be disconnected from the top of the bottle, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the lot 0001357529 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that that connection between the drainage line and bottle was not held for the appropriate amount of time . Additionally, we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates have been implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrence. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4) material separation imdrf a0413 (B)(4) no consequences or impact to patient.

Event description:
Tubing came out of plunger at top of both bottles & could not get suction to work for 1 of them. 507510 lot #0001357529 patient was able to save 1 but other was not usable. (B)(6) 2021: per customer response: was disconnection noticed before, during, or after use? Before use. If during, confirm disconnection did not cause patient harm or discomfort n/a. If customer still has item to return, please provide contact information/facility. Address as to where to send return label. (B)(6). Verified, the issue was discovered before use and they attempted to use bottles which did not have any vacuum. Communication attached. Polc.